Event description:
Physician's office reported, that the doctor implanted a 20mm sterile implant. The pt now has an "exposed" implant. Pt is being monitored but device has not been explanted.

Manufacturer narrative:
Exposures are an anticipated possible complication with this type of surgery. A review of the literature finds exposure rates ranging from 2.5% to 21.6%. Discussion of these cases with the reporting physician suggests a correlation with changes in the clinic's wrapping practices. It is unknown whether there is a causal relationship. We are anticipating the return of the explanted devices for further investigation.